Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced heart block. During pigtail placement across the aortic valve, the patient went into complete heart block. The impella was weaned at p4 and the patient went into complete heart block and became pacer dependent. Additionally, due to patient's small size the physician did not want to leave impella overnight, so the right heart catheterization was preformed and the decision was made to explant the impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.